Event description:
The customer contacted stryker to report that their device did not provide defibrillation energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported problem was unable to be determined. Stryker will not request any patient identifying information to be in accordance with regulation (B)(4). Of the european parliament and of the council.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.